Manufacturer narrative:
Pending evaluation.

Event description:
Index surgery: (B)(6) 2017. Revision of knee components due to fracture of the femur. This event occurred outside of the us, in (B)(6), and was discovered as part of active surveillance.

Manufacturer narrative:
Engineering evaluation noted the revision reported was likely the result of fracture of the femur, which likely disrupted the fixation or stability of the femoral component. "Unintended bone fractures" is listed in the product labeling under device specific risks.

Event description:
Index surgery: (B)(6) 2017. Revision of knee components due to fracture of the femur. This event occurred outside of the us, in (B)(6) , and was discovered as part of active surveillance.